Event description:
Patient called and stated when she is doing yard work that her v-go's are falling off. Patient places the v-go on her lower abdomen. Patient is also properly cleaning the site. Patient mentioned that she would wear the v-go from 3-4 or 12 hour before the v-go would fall off. She did replace v-go's after they fell off.